Event description:
Williams, n.r., short, e.b., hopkins, t., bentzley, b.s., sahlem, g.l., pannu, j., schmidt, m., borckardt, j.j., korte, j.e., george, m.s., takacs, I., nahas, z. Five-year follow-up of bilateral epidural prefrontal cortical stimulation for treatment-resistant depression. Brain stimulation. 2016. Doi: 10.1016/j.brs.2016.06.054 summary: to examine the long-term safety and efficacy of epidural prefrontal cortical stimulation (epcs) of the frontopolar cortex (fpc) and dorsolateral prefrontal cortex (dlpfc) for treatment of treatment-resistant depression (trd). Reported events: patient 5: a (B)(6)-year-old female patient with epidural prefrontal cortical stimulation (epcs) for recurrent major depressive disorder was hospitalized for 8 days (2013-04-01) for worsening depression and being unable to develop a ¿safety plan¿ at home. The authors noted that the patient had severe interpersonal stressors. The authors noted that this patient had relatively short-lived relapses but ultimately achieved remission status.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.